Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (segments missing) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 21-nov-2017 device evaluation: the device has been returned and evaluated by product analysis on 31-oct-2017 with the following findings: during investigation, the pump was powered on and the display was found to be dim with reddish text. The original complaint of segments missing in the display was unable to be duplicated. Unrelated to the original complaint, the battery compartment was found to be cracked from the threads to the case seal on the left side of the grip pad.